Event description:
Trauma np [nurse practitioner] was notified at approximately [redacted] on the evening of [redacted] that the patient's foley catheter that had been found out, balloon not intact. There had been orders to irrigate the foley on [redacted] and [redacted] as it had not been draining well. No remnants of foley catheter found on the bed. A new foley was replaced, and urology confirmed retained foreign body within the bladder (foley balloon remnants).